Event description:
It was reported the patient developed a pocket infection four years ago. The patient was treated with medication. Two years ago the patient developed a pocket infection and debridement was performed. During the procedure lead damage was noted and the device was removed. One month ago the patient underwent debridement due to a pocket infection. Exudation of the pocket was noted. The lead remains in use and explant is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.